Event description:
We received an allegation about discrepant results for 2 patients' samples tested with magnesium gen.2 (mg2) assay on a cobas integra 400 plus analyzer. Sample 1 (patient 1): initial result: 0.45 mg/dl. Repeat result: 1.84 mg/dl. Sample 2 (patient 2): initial result: 0.37 mg/dl. Repeat result: 1.75 mg/dl. The customer noticed that the initial results were low and, therefore, repeated the samples. No questionable results were reported outside the laboratory. The higher results were considered to be correct.

Manufacturer narrative:
The mg2 reagent lot number was 79982401 with an expiration date of 31-jan-2026. Qc was acceptable. The field service engineer (fse) identified water drops on the glass syringe caused by a loose teflon seal on the dosing pipette. He replaced the teflon seal and the syringe. A performance check was then done and the instrument was performing within specifications. The fse identified that the cause was due to an issue with the teflon seal and the syringe (component failure).